Event description:
It was reported to boston scientific corporation in 2005 that an ng enteral stent was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the proximal flare was flared inward to the lumen rather than outward. After deploying the stent, the physician determined the placement was not secure. The physician removed the stent and replaced it with another ng enteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory".

Manufacturer narrative:
Device analysis confirmed that one end of the returned stent was compressed and misshapen. No flaring of the stent wires either inwards or outwards was noted as was reported. It is unknown what extent of the stent damage occurred on withdrawal from the patient. The exact cause of the complaint reported is unknown.